Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure and while inside the patient, the c ring did not fully retract, it was sticky and obscuring the vision of the harvester. Harvester used a new unit to complete the procedure. The hospital reported no patient effects. The product is not returning.